Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) stated that the catheter was obstructed on dye study and replaced. The patient medication was morphine with 45 mg which was above guidelines, and it may contribute to the event. The catheter was replaced on (B)(6) 2024. There was no issue with the pump, and it was still implanted. The partial catheter that was removed and was discarded. The issue was resolved.

Event description:
Additional information received from a consumer indicated that the patient called back with a letter from medical device reporting (MDR) and requested to update their address. The agent obtained answers and redirected email to prs to update address. The patient's weight was provided. When asked if any issues were found during their MRI, the patient stated that they had the MRI on their spine but they were having surgery on (B)(6) because their tube was plugged up. The patient reported that their previous health care provider (hcp) mixed the concentration so thick that it was crystallizing in their body and got their tube almost completely plugged. The patient stated that they didn't have an MRI - they didn't think it had to do anything with their pump - they were looking at their spine, because they were a new patient and wanted to see the best course of action. The patient further reported that when they took out old medication from their old doctor they sent it in and it came back at 50/50 and they (new hcp) said they didn't mix anything higher than 80/20 - which is 80% saline and 20% morphine, the patient thought. When asked if an issue was found and what steps were or would be done to resolve the issue, the patient stated that they were having surgery on (B)(6) to replace the tube and/or the pump itself. The patient also provided their current pump managing physician. The patient further reported that the one who did the test was who's doing their surgery and found that their tube was plugged and they didn't know where their meds were going. The patient stated that right now, they had it so thin (pump med concentration/flow rate) that it only lasted a month and it used to last like 10 - 10-12 weeks - 3 months. The patient further stated that they were just trying to get the patient some medication now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial#: (B)(6). Implanted: (B)(6) 2013. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: serial/lot #: (B)(6), ubd: 22-may-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was degenerative disc disease/herniated disc pain and non-malignant pain. While on the call, the patient stated that they were having their first MRI since having their pump replaced. Per the patient, they had seen their new pump managing healthcare provider yesterday for the first time. The patient stated, ¿I never had the tube dye put through it they said at the appointment yesterday, with the concentration, they're afraid it's crystallizing and I'm not getting the full effect they said it's 48% morphine (appeared to be referencing concentration but unable to confirm)¿. They were going to look for that on the MRI and do the dye while they were doing that, but like an hour and a half apart to give the patient/pump a break.